Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 55 mm diameter abdominal aortic aneurysm approximately three weeks ago months ago. The aortic neck was 20 mm in diameter and 20 mm in length. The terminal aorta was small in diameter; therefore, the decision was made to implant another manufacturer's stent graft as the main body with an endurant aortic cuff. It was reported that the right limb of the other manufacturer's stent graft was fenestrated and the ima was intentionally embolized. Blood flow was successfully blocked into abdominal aortic aneurysm as planned; however, there was an endoleak at a bulge area in the proximal aortic neck (the physician stated this bulge was not an aneurysm). The physician considered to coil the endoleak but decided to not further intervene. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Bulge in the aortic neck. Conclusion: bulge in the aortic neck.